Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint(B)(4).

Event description:
N/a

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there were multiple "autofill failure" alarms. The patient had issues of being still. The hospital staff tried decreasing the augmentation control and pressing "fill" but that went without success. A chest film showed that the balloon was lower than when inserted. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4). H3 other text : device not returned.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).